Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Health care professional reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's current blood glucose unknown. The customer was found unresponsive last night and is currently on a ventilator. Caller reported issues rewinding the insulin pump because there was no reservoir in the insulin pump. Caller was assisted in bypassing the rewind steps to access the insulin pump settings. The insulin pump will not be returned for analysis.